Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Interrogation showed their implantable cardioverter defibrillator was incorrectly interpreting the patient's intrinsic signal. No patient condition was reported. No changes were made.